Manufacturer narrative:
(B)(4).

Event description:
It was reported "pulmonary artery catheter was measured by writer at 50cm internally upon morning assessment prior to performing a t hermodilution cardiac output measurement. It was previously recorded at 49cm per night shift nurse and 45cm by the day shift nurse on (B)(6) 2025. The catheter was noted to be locked appropriately but the catheter was moving freely. Writer looked back to original insertion by the cardiac cath lab and it was inserted at 65cm internally. Cardiology team was notified immediately and a cxr was ordered. When the cardiology team was at bedside, they decided that the pa catheter was no longer needed and they wrote order to d/c pa catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one cath-gard and one 7.5 fr. Swan-ganz catheter for analysis. No obvious signs of use were observed. Initial visual analysis did not reveal any defects or anomalies of any kind. After failing functional testing, it was noted that the distal housing unit does not appear secure when locked onto a lab inventory 7.5fr catheter. The distal and proximal hubs were then disassembled to analyze the inner sleeve component. Microscopic examination revealed narrowing along the middle of the extrusions from both sleeves. Additional microscopic examination of the ends of both sleeves revealed a small lip along the inner edge. This lip is only observed on one side of the sleeves. To accurately measure the inner diameter of the inner molded sleeve, the cath-gard hubs were disassembled. The inner diameter of the sleeve within the distal hub measured 0.1147", which is within the specification limits of 0.1100"-0.1170" per the sleeve product drawing. The inner diameter of the sleeve within the proximal hub measured 0.1151", which is within the specification limits of 0.1100"-0.1170" per the sleeve product drawing. A lab inventory 7.5fr swan-ganz (outer diameter measured 0.1015") was inserted through the returned cath-gard. The swan-ganz passed through the cath-gard with no issue. Testing of the locking mechanism on the cath-gard distal and proximal housing units revealed they were not secure to the swan-ganz catheter. Performed per IFU statement, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end". Two additional tests were performed using 0.107" and 0.109" pin gages by inserting them into the sleeves. When held vertically, the sleeves are expected to slide down the pin gages under their own weight. Both the distal and proximal sleeves successfully passed the 0.107" pin gage test. However, only the distal sleeve passed the 0.109" pin gage, while the proximal sleeve did not. The manufacturing site and r & d were contacted and they indicated that further analysis is needed on the cath-gard. The lidstock artwork was reviewed and it was confirmed that cath-gards of this type are meant to be used with 7.5fr-8fr sized catheters. The IFU provided with the kit informs the user, "do not inflate balloon prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report that the cath-gard was not secure to the catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the distal hub on the cath-gard was not secure to a lab inventory 7.5fr swan-ganz catheter. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the functional issue observed and the issue warrants further investigation. Based on these circumstances, the current root cause is undetermined, and a non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "pulmonary artery catheter was measured by writer at 50cm internally upon morning assessment prior to performing a t hermodilution cardiac output measurement. It was previously recorded at 49cm per night shift nurse and 45cm by the day shift nurse on (B)(6) 2025. The catheter was noted to be locked appropriately but the catheter was moving freely. Writer looked back to original insertion by the cardiac cath lab and it was inserted at 65cm internally. Cardiology team was notified immediately and a cxr was ordered. When the cardiology team was at bedside, they decided that the pa catheter was no longer needed and they wrote order to d/c pa catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".